Manufacturer narrative:
On (B)(6) 2020, it was reported that there may have been a dislodgement of the rv lead as well. The device is currently not available for analysis. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had one vf and one vt episode on (B)(6) 2020, which were treated by an atp and a shock. The patient later expired; time of death is unknown. The death is not device related.